Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to battery would not hold a charge at all. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.